Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that the sheath and dilator were prepped in the usual fashion. Pressure bag was used for the irrigation of sheath. The sheath was advanced to the left atrium (la) and the dilator and wire removed. The sheath was then aspirated and flushed with a 20cc syringe. A farawave catheter was then inserted, and the sheath was aspirated again. A guidewire was advanced about 2cm from the tip of the farawave catheter after insertion into sheath. At this point, a stream of small air bubbles was noticed entering the aspiration syringe. A small fluid leak was also noted. The leak was noted to be likely from either the inside of the sheath hub or in the sheath valve. The fluid leak from the sheath valve was slowly leaking. The fluid was leaking from the proximal end of the handle. The leaking fluid was noted to be composed of a few ccs of blood. The physician attempted to retract the catheter and attempted to aspirate the sheath again, but a stream of small air bubbles was still noted. The sheath was replaced, and the procedure was completed successfully with a new sheath. No patient complications were reported. No air was seen in the patient. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that the sheath and dilator were prepped in the usual fashion. Pressure bag was used for the irrigation of sheath. The sheath was advanced to the left atrium (la) and the dilator and wire removed. The sheath was then aspirated and flushed with a 20cc syringe. A farawave catheter was then inserted, and the sheath was aspirated again. A guidewire was advanced about 2cm from the tip of the farawave catheter after insertion into sheath. At this point, a stream of small air bubbles was noticed entering the aspiration syringe. A small fluid leak was also noted. The leak was noted to be likely from either the inside of the sheath hub or in the sheath valve. The fluid leak from the sheath valve was slowly leaking. The fluid was leaking from the proximal end of the handle. The leaking fluid was noted to be composed of a few ccs of blood. The physician attempted to retract the catheter and attempted to aspirate the sheath again, but a stream of small air bubbles was still noted. The sheath was replaced, and the procedure was completed successfully with a new sheath. No patient complications were reported. No air was seen in the patient. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Analysis of the returned sheath revealed cracks on the stopcock that likely have caused air ingress or fluid leakage during device use. Inspection of the hemostatic valves showed no abnormalities or defects, indicating that the stopcock cracks were the root cause of the associated allegations.